Event description:
It was reported that the implanted device alerted due to low left ventricular intrinsic amplitude. Review of the presenting electrogram showed that there was an isolated lv pace that exhibited loss of capture. There was no evidence of noise or artifact and no undersensing was observed. The lv lead remains in service and no adverse patient effects were reported.